Event description:
The patient reported that patient purchaseed the meter in 2005 when patient was diagnosed with diabetes. Patient was asked to test once daily and take metformin twice daily. The following month the patient was unable to obtain blood glucose readings, as the meter would only prompt the apply sample message. The patient reported that patient maintained patient's medication regimen and attempted to test once daily throughout the time of concern. The next day, patient developed symptoms of lightheadedness, dizziness, and nausea. Patient could not specify if patient attempted to test prior to the onset of patient's symptoms. Patient family member took patient to the ER where a result of 323 mg/dl was obtained on the ER meter. Patient was administered treatment intravenously for hyperglycemia and released the same evening upon patient's request. Patient was advised to begin testing 4 times daily. Patient has a follow-up appointment with their physician in 2004. The customer care representative (ccr) verified that a sufficient sample was applied to the test strip and the correct testing technique was being used. The ccr walked to reporter through retests, using test strips from the same vial and a new vial, and the meter would only prompt the apply sample message. There is no indication that the patient experienced injury or medical intervention due to the meter. Although the patient was unable to obtain blood glucose results, patient followed their prescribed regimen. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.